Manufacturer narrative:
Additional information was received that patient anatomy did not limit the expansion of the valve. Minimal leaflet tip calcium was reported. According to the physician, the timing of the perforation is undetermined. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a gradient of 9-millimeter (mm) of mercury (mmhg) was reported. A post-implant balloon aortic valvuloplasty (bav) with a non-medtronic balloon, was required to expand the inflow of the valve and lower the gradient. Following the bav, the valve dislodged when the balloon used in the bav was removed. The valve was snared and moved above the sinotubular junction (stj). A second transcatheter bioprosthetic valve was implanted. A perforation to the aortic arch occurred when a non-medtronic wire was used to snare the valve and move the valve above the stj. Surgery was performed to repair the perforation and the patient recovered. No additional adverse patient effects were reported.